Event description:
Event occurred on an unspecified date regarding a tego¿ connector where the reporter stated that "the tego connectors were tearing when connecting to venous arterial lines." There was unknown patient involvement and unknown adverse event.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 aug 2025 has been used as a placeholder. Additional reporter: (B)(6). The device has been requested for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
The complaint of holes/cuts/torn on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) for the lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Additional information in e4 and h10.